Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). ¿metal-on-metal total hip arthroplasty: causes and high incidence of early failure¿ (july 2012) by d. Fabi, md et al published in orthopaedics vol. 35 no. 7 pp.1009-1016. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿metal-on-metal total hip arthroplasty: causes and high incidence of early failure¿ (july 2012) by d. Fabi, md et al published in orthopaedics vol. 35 no. 7 pp.1009-1016 was reviewed for MDR reportability. A retrospective review chart review of medical records and radiology reports of 80 patients who underwent revision, for any reason, of a failed metal-on-metal (mom) tha from a variety of manufacturers. The revisions of 41 men and 39 women occurred between 2003-2010. Using this data, the authors determined that mom tha failure was caused by several factors. The most common causative factor (56.25 %) was aseptic loosening. Additional etiologies in descending order were; infection (12.5 %), metal hypersensitivity (6.25 %), failed resurfacing (6.25 %), fracture (5.0 %), loose stem (3.75 %), dislodged liner (3.75 %), seizing (1.25 %) cup malposition (1.25 %), and femoral stem fracture (1.25 5). Of the 45 failures caused by aseptic loosening, 4 were depuy asr cups and 2 were depuy pinnacle cups, which were also attributed to increased blood metal ions and metal debris. The remaining 39 cups were from other manufacturers. The authors did not specify which products were associated with any adverse event other than the aseptic loosening. The article also discusses revisions related to necrotic tissue formation and iliopsoas impingement but does not identify the specific causative products or manufacturers. The authors mention one woman, aged (B)(6), who underwent revision due to aseptic loosening, one woman aged (B)(6) and another aged (B)(6) who were revised for pseudotumor, and another aged (B)(6) with aseptic loosening who was also morbidly obese, but the text does not clarify the products associated with these events. Likewise, the article reviewed 3 cases of partially necrotic soft tissue, 5 instances of failed resurfacing, 2 cases with vertical and anteverted components, and 2 cases of vertical and retroverted components without identifying the associated products or manufacturers. Impacted products: 4 asr (cup and head); 2 pinnacle (cup, head, liner). Associated email: (B)(6). Country of origin: USA. Adverse event(s) related to product(s): implant bearing wear- asr head and cup; implant loosening: interface- implant to bone asr and pinnacle cup; implant bearing wear: pinnacle head and liner. Patient(s) reported harm(s) prior to procedure: pain; foreign body reaction; hypersensitivity; surgical intervention.